Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that during the procedure, the armada 18 balloon dilation catheter (bdc) met resistance with the sheath and was unable to completely advance into the sheath, causing a back and forth motion. Upon removal of the bdc, the portion the shaft the marker was attached to was noted to be loose yet still attached. No force was noted during advancement and there was no resistance when removing the bdc from the sheath or the hoop. The bdc was not used. The procedure was completed with another armada 18 bdc. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Visual analysis was performed on the returned device. The reported difficulty advancing the device could not be replicated in a testing environment due to the condition of the returned device. The reported loose/broken markers on the shaft were confirmed. The electronic lot history record (elhr) and exception reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. The investigation was unable to determine a conclusive cause for the reported difficulty advancing the device; however, the reported loose/broken markers on the shaft appear to be related to operational context. Based on the reported information, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initially filed MDR report, it was reported the target lesion was located in the right common femoral artery (rcfa) with no calcification. No additional information was provided.